Manufacturer narrative:
The initial MDR 2247117-2017-00141 was filed on 27-dec-2017. Additional information (15-jan-2018): a siemens headquarters support center reviewed the instrument data and did not find any level sense or mechanical issues. The cause of the discordant, false (B)(6) result on one patient sample is unknown.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the water filter, performed decontamination and ran water test, which was acceptable. The cse checked the sample probe, reagent probe, dual resolution dilutor configurations, substrate and water pumps and volumes, and wash spinner area and speed. The cse reran the sample in question twice and the results were reactive. (B)(6) adjustments and quality controls were within specifications. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, (B)(6) result for igg antibodies to cytomegalovirus (cmv igg) assay was obtained on one patient sample on an immulite 2000 instrument. The initial result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting (B)(6) both times and matching the historical results of the patient. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, (B)(6) result.